Event description:
Information received with return of the explanted device notes that in november 2005, the patient was hospitalized with complaints of collapsing. The patient was observed to be asystolic while walking. At that time, the autocapture was turned off and the sensing was programmed to unipolar. The patient was pacemaker dependent and their condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received